Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon had scissoring on the clip on the second firing of the device. A picture was taken of the event. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.